Manufacturer narrative:
Root cause: potential alteration of staining in this case was due to improper operation of the 2-way pinch valve (992390). The problem was solved by field service engineer with replacement of the part. Following the replacement, the instrument was fully operational within specifications, without errors and available for the user. Failure mode description: following a 2-way pinch valve (992390) malfunction or if the part stops working; the resulting failure modes could occur: no or insufficient buffer/water rinse. This failure mode has the potential to delay diagnosis and a possible re-biopsy if reserve tissue samples are not available.

Event description:
Customer complaint record reported the event as follows: buffer volume not within specification. No direct or indirect patient harm or user harm have been reported.